Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a malfunction. There was no patient harm or injury reported.

Manufacturer narrative:
After further review, an final emdr for this complaint (B)(4) was related to doppler theter, making it non reportable to the FDA. As a result, emdr is not necessary. Please cancel in your database.

Event description:
N/a.